Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port was dented and damaged, which caused difficulty inserting the charging cable into the pump usb port in order to charge the pump. Customer's blood glucose was 174 mg/dl. The customer continued to use the pump for insulin therapy.